Event description:
It was reported that the patient had an acoma (an anterior communicating artery) aneurysm, and stent-assisted coil embolization was planned. After the microcatheter was delivered in place, the stent (subject device) got stuck after entering into the microcatheter, with significant resistance to delivery to microcatheter and the stent (subject device) could not be pushed further. Therefore, the stent (subject device) and the microcatheter were withdrawn together out of the body. When removed the stent (subject device) from the microcatheter and it was found that the stent (subject device) had become detached inside the microcatheter. Subsequently, a new microcatheter and stent were replaced to complete the procedure. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the patient had an acoma (an anterior communicating artery) aneurysm, and stent-assisted coil embolization was planned. After the microcatheter was delivered in place, the stent (subject device) got stuck after entering into the microcatheter, with significant resistance to delivery to microcatheter and the stent (subject device) could not be pushed further. Therefore, the stent (subject device) and the microcatheter were withdrawn together out of the body. When removed the stent (subject device) from the microcatheter and it was found that the stent (subject device) had become detached inside the microcatheter. Subsequently, a new microcatheter and stent were replaced to complete the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker / returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent was received in a deployed condition. The subject stent was deformed at the distal end. The sdw (stent delivery wire) was kinked/bent at the distal tip. Functional testing was unable to perform as the subject stent was returned in a deployed state. The as reported event 'stent deployed prematurely during use' was confirmed. The as reported event 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ' the stent got stuck after entering the microcatheter, with significant resistance to delivery. When the physician continued to advance it, it was found that the stent could not be pushed further. The physician withdrew the stent and the microcatheter together out of the body, then removed the stent from the microcatheter for observation and found that the stent had become detached.' Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The subject stent was received in a deployed condition. The subject stent was deformed at the distal end. The sdw was kinked/bent at the distal tip, based on the event description, it is likely that there were some unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent through the microcatheter. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, as the stent reached the proximal end of the microcatheter, it naturally began to open/deploy as it exited the lumen and entered the microcatheter hub. The distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) then slipped through the stent, leaving the stent partially deployed inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported event ¿stent deployed prematurely during use¿, 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer¿ and as analyzed ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.